Event description:
Customer called to report that while preparing to run quality controls, a fluid leak was observed on the coulter hmx analyzer with autoloader. The leak was isolated to the needle bellows, but customer was unable to reconnect a disconnected tubing. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid, medical attention was not sought, and there was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed with the fluid. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that there was a leak in the front area of the instrument. The source of the leak was a disconnected tubing at the needle probe and the needle was also bent. The fse replaced the needle probe assembly and its respective tubing. There was no further evidence of leaking. The repairs were verified per established procedures. The root cause for the leak was a disconnected tubing at the needle probe assembly.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).